Manufacturer narrative:
On 16 mar 2016, (B)(4) performed a preliminary investigation commented as follows: slippage of the driver from the setscrew, and consequent damage/deformation of the driver itself, can occur as a consequence of improper coupling (incomplete engagement of the hex) or incorrect manoeuvre (e.g. Leverage/bending applied to the instruments while tightening, or use without the countertorque). Concerning the first hypotheses: the setscrew and driver coupling is based on a hex 4mm, which is a standard connection for such applications. A laser marking on the drivers allows to verify, when it's coupled with the countertorque, whether the hex is engaged deep enough in the recess of the setscrew. The height of the setscrew itself (which corresponds to the depth of the recess) was designed as low as possible consistent with the requirement of a low-profile implant. Concerning the second hypothesis: the final orientation of the pedicle screw head, the width of the surgical incision and the length of the instruments can affect the forces unintentionally applied to the instrument (driver) when the tightening torque is applied. The length of the instrument was defined during developement to allow the use in every situation (e.g. Complex anatomy, potential interference with other instruments - compressors and distractors - and obese patients). Validation of the implants and instruments was performed by means of cadaver workshops performed by experienced surgeons. The instrument set always includes a second torque limiter setscrewdriver in case the first one gets deformed. The setscrew, if deformed, can be replaced with a new one (setscrews are included in the packaging of the pedicle screw, and also provided as spare parts with a separate reference). However, a shorter version of the involved instruments (both countertorque and driver) is under development to reduce the possibility of unintended manoeuvres and lateral forces during tightening, thus preventing similar events. Regarding the concern of the surgeon (risk of damage to the spinal cord consequent to slippage of the instrument): the torque limiter sestcrewdriver is intended to be used only in combination with the countertorque ,the latter couples with the implant and acts as a guide and containment of the screwdriver. Even in case of slippage ot the screwdriver, it cannot move away from the countertorque. On 23 mar 2016, (B)(4) performed a visual inspection of the retrieved instrument and commented as follows: the driver appears slightly worn out at the tip. The deformation involves the very end of the hex edges, suggesting potential wrong usage (e.g. Hammering of the driver inside the setscrew, or tightening torque applied when the driver was only partially engaged). However, the part has been tested with a pedicle screw, setscrew, countertorque and a ratcheting t-handle as per intended use, and it works perfectly. The drivers "clicks" at 9nm, and no slippage from the screwdriver could be observed. Suggested cause is wrong use / user error. Batch review performed on 30 march 2016. Lot 1410973: (B)(4) item manufactured and released on 18 july 2014. No anomalies found related to the problem.

Event description:
When the surgeon tried to tighten the torque limiter screwdriver, the tip of screwdriver was slipped and deformed prior to reaching the defined torque. The surgery was prolonged about 20 minutes due to this event. The retrieved instrument will be sent back to medacta international for investigation. X-ray not available.

Manufacturer narrative:
On 30 may 2016 it was prepared a final report with the information already submitted in the initial report. On 02 june 2016 the report was sent to the initial reporter and the case was closed.